Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which observed that the green door is broken. The top plate paint was scratched, the main module cover corroded, the rotor assembly keyhole was damaged, and there were worn rubber feet. Functional testing including electrical safety and system level tests were performed and there were no issues noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. The pump cover with magnets will be replaced during refurbishment of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that green door of an exactamix was broken. There was no patient involvment. No additional information is available.